Event description:
While filling a newly opened feeding syringe with milk for a patient, I noticed that there was something "dark" on the inside of the syringe. Upon further inspection, the "object" was stuck and looked suspicious. I discarded the milk from the syringe and fished out a small, coiled, piece of metal that was stuck to the inside of the syringe. Uncertain which package (lot number) the syringe actually came from as I was filling 8 different syringes. However, lot numbers can be narrowed down to one of the following: 80413, 79735, 84283, 80287, or 79460.this is a sterile single use syringe that comes packaged in a sterile bag.